Event description:
It was reported that during the shoulder arthroscopy, the spider 2 clamp detached from the trail and fell on the floor. The detachment happened only when pressing the pedal to perform manipulation to the shoulder. No delay and the same device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the unit was received pressurized. A functional evaluation could not duplicate the reported problem. The spider 2 was attached to the test bed railing with its clamp assembly and it tightened as designed and stayed securely on the rail as the unit¿s limbs were manipulated and as the spider was rotated on its axis as the indexing handle was loosened. A second technician was brought in to evaluate the clamp and he also found that the clamp mechanism was securing and functioning as designed. The clamp indexing handle and the clamp actuating knob functioned as designed. The complaint of the clamp detaching from the railing was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.